Manufacturer narrative:
A customer reported a false susceptible amoxicillin-clavulanic acid (amc) result for an escherichia coli strain in association with the vitek® 2 ast-n340 test kit (ref. 419412), lot 7800461403. An investigation was performed. Reference method performed: agar dilution (ad) with an increased concentration of clavulanate acid which was the method used for amc01n development on ast-n340 card according to clsi : amc mic = 4/2 mg/l s . On vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic), two (2) ast-n340 cards from customer lots (7800461403 and 780052620) and one (1) card from a random lot (7800341103) were tested. Susceptible results were obtained for all cards. Both customer cards had a result of 4 mg /l s, and the random card was 8 mg/l s. The amc values are within essential agreement with the reference mic (ad = 4/2 mg/l s) and no category error. The customer's susceptible result was reproduced for all cards. Conclusion : the vitek 2 ast-n340 cards performed as intended and no further action is required.

Event description:
A customer in (B)(6) notified biomérieux of a potential false susceptible result for amoxicillin-clavulanic acid (amc) on an escherichia coli strain from a patient isolate (urinary sample) when testing with vitek® 2 ast-n340 test kit (ref. 419412), lot 7800461403. On (B)(6) 2017, the vitek® 2 ast-n340 card obtained the following results from the urine isolate: -mic value for amc = 4mg/l: susceptible result, -mic value for ampicillin>16mg/l: resistant result, -mic value for ticarcillin>64mg/l: resistant result. On (B)(6) 2017, the customer obtained a positive blood culture with the impacted e. Coli strain. The customer performed susceptibility testing with kirby bauer on the blood culture isolate with the following results: -ampicillin and ticarcillin: resistant results and -amc: diameter =16mm: resistant result. After receiving the amc resistant result from the blood culture strain, the customer performed susceptibility testing with the disc diffusion method (kirby bauer) for the urine isolate to check the results, and he obtained: -ampicillin and ticarcillin: resistant results and -amc: diameter =16mm: resistant result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.